Manufacturer narrative:
The lot number for this incident is unknown. Possible lot numbers: 4237576, 4237578 and 4328661. A sample is not available for investigation. Upon completion of the no-sample investigation, a supplemental report will be filed. A sample is not available for investigation.

Event description:
It was reported that the patient received a daily infusion of 500ml of nacl over 12 hours since (B)(6) 2015. On (B)(6) 2015 edema and inflammation were noted to the right thigh puncture site, which was treated with an alcoholic compress. On (B)(6) 2015 a red plate appeared on the left flank at the infusion site. Antibiotics were started on (B)(6) 2015. Inflammation was still present on (B)(6) 2015 and the patient was hospitalized on (B)(6) 2015. During the hospitalization, an abdominal ultrasound was performed to the left flank induration. The results were negative.

Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the potential reported lot numbers 4237576, 4237578 and 4328661. The certificate of sterility showed that these batch numbers passed the sterilization process. The packaging process was reviewed and no additional potential cause of failure was found.conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined